Event description:
During a ptca procedure, the nc monorail balloon ruptured. The physician successfully deployed a hurculink stent in the renal/aorta ostium. The nc monorail was being used to post dilate the stent. The balloon ruptured at 12atms. (The number of inflations and to what atms is unknown). The balloon held pressure "for a while" and then dye came out. The catheter was stuck for about five minutes while several removal maneuvers were attempted. The catheter was removed, however, as the catheter was withdrawn, the balloon stripped inside of the stent. Another stent (unknown type) was implanted distally trapping the nc monorail balloon material against the artery wall. Patient status is listed as "good."